Event description:
The user facility reported that the doctor completed a coronary angiogram with a 6 french pinnacle sheath and closed the arteriotomy with a 6 french angio-seal device involved. There were no complications noted at deployment and the patient was taken to recovery area. The angio-seal was deployed at 11:29am and the patient had groin bleeding in the progressive car unit (pcu) area at 2:00pm. Pressure was held and there were no further complications reported. The blood loss was less than 250cc's. The event occurred post-procedure. There was no surgical intervention required. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
Initial reporter occupation: rt/inventory. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The exact root cause cannot be determined. The likely cause was determined to have been subcutaneous deployment of the components resulting in incomplete hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).